Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the biopsy port was loose, the eyepiece body had corrosion and there were excessive broken fibers in the image. The leak test was not able to be performed due to a loose biopsy port. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the oes cystonephrofiberscope had a piece of metal come off the scope from the section with a blue ring. It was noted that the issue occurred when the device was taken apart for reprocessing. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. The event can be prevented by following the instructions for use which state: " do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.